Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (dilaudid), compounded clonidine, compounded baclofen, and compounded bupivacaine all with unknown doses and concentrations via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2019 the patient reported pain at the pump site. On (B)(6)2019 the patient reported experiencing itching at the pump side, extreme confusion, and slurred speech following pump refill on (B)(6) 2019. All symptoms subsided without intervention. There was a concern that a portion of the medication may have been injected into the pump pocket rather than the reservoir port. The patient was instructed to contact the clinic should they even experience such symptoms again. The cause of the pain at the pump site was not known. No further diagnostics or interventions were performed/no action was taken. Medication was administered where a lidoderm patch was placed over the pump site on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pain at the pump site and possible partial pump pocket fill. The patient's weight was 122 kilograms. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2019. No further complications were reported/anticipated.